Manufacturer narrative:
The account was instructed by technical support to clean the brake assembly on the hi/low drive. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account alleged that the hi/low function of the bed is drifting.